Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set leaked from the inline filter site. The issue was identified while a patient was actively receiving an etoposide infusion. The spill was cleaned up via the facility¿s chemotherapy spill protocol. The chemotherapy was re-compounded for the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.